Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us complainant had an automated impella controller (aic) failure of the optical sensor. The team replaced the aic and the pump functioned and support began. No harm or injury from issue.

Manufacturer narrative:
The investigation for the optical signal issues has been completed. Data logs were reviewed which confirm that the optical sensor system error message was displayed by console during case start after the console failed optical bench calibration with low snr. Additionally, a placement signal not reliable alarm was issued twice on the date of the occurrence. The pump was unplugged and plugged into the console twice before the console was rebooted and the pump re-plugged with no resolution of the issue. The device was returned for evaluation. The front panel optical connector was inspected. The contamination cleared from the connector after cleaning. When a known good pump and purge line was run with console. The console operated as expected. The root cause for optical sensor system error was most likely contamination of the front optical connector creating an air gap upon insertion of pump into console.